Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has cooling malfunction issue alarm 113 (reduced water temperature control) had occurred. Per review of wo on 12mar2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The mixing pump was failed. The mixing pump was replaced. The device passed all applicable testing and is ready for use a review of the risk document, fmea ra2800010 rev 23, was performed for this investigation. The reported event is addressed in step # ra109. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has cooling malfunction issue alarm 113 (reduced water temperature control) had occurred. Per review of wo on 12mar2025, there was no patient involvement. Per follow up information received via mail on 13mar2025, they repaired the device on the customer site. The problem was cooling malfunction. They replaced a mixing pump. The issue was resolved.

Event description:
It was reported that the arctic sun device has cooling malfunction issue alarm 113 (reduced water temperature control) had occurred. Per review of wo on 12mar2025, there was no patient involvement. Per follow up information received via mail on 13mar2025, they repaired the device on the customer site. The problem was cooling malfunction. They replaced a mixing pump. The issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The mixing pump was failed. The mixing pump was replaced. The device passed all applicable testing and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The initial reporter's phone number that is provided is (B)(6). Correction: b, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.